Manufacturer narrative:
Upon further review, it was determined that this MDR was initially reported in error as this event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that how much of the foley catheter should be left in the tube when using it to obtain a urine specimen. And reported that the intermittent catheter sometimes a smaller size could be used due to it just being for specimen collection. The possible leaking around the catheter was not as great of a concern if not being placed as an indwelling and reported that 5 french catheter kits were very secure in the collection tube and some resistance when pulling out the catheter, while the 8 french female catheter kits had very little resistance when pulling out the catheter. It did not fall out on its own but took very little pull to have it become completely dislodged. Per additional information received via email on 19jan2024, they did not have the lot numbers for the devices at celebration where the product that lead to patient harm was used. But the product that they reviewed and experienced easy movement of the catheter within the collection tube was nghn0341. Multiple different lot number of the intermittent 8 french cath kit have been looked at between two campuses. The same concern was voiced with the ease of movement with the 8 french cath within collection tube for all 8 french that were reviewed. The 5 french has a tighter fit within the collection tube and takes greater effort to pull it out. The patient required surgical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that how much of the foley catheter should be left in the tube when using it to obtain a urine specimen. And reported that the intermittent catheter sometimes a smaller size could be used due to it just being for specimen collection. The possible leaking around the catheter was not as great of a concern if not being placed as an indwelling and reported that 5 french catheter kits were very secure in the collection tube and some resistance when pulling out the catheter, while the 8 french female catheter kits had very little resistance when pulling out the catheter. It did not fall out on its own but took very little pull to have it become completely dislodged.